Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer's parent that the customer experienced low blood glucose on (B)(6) 2018 with blood glucose of 42 mg/dl at the time of the incident. The customer started having the lows after playing sports. The customer was at 278 mg/dl at the time of the call. The customer was given food to treat. The customer was wearing the insulin pump during the incident. The caller stated the pump was over delivering as they would eat, take off the pump to play sports, put the pump back on, and then go low. Troubleshooting was completed but did not resolve the issue. The insulin pump will be returned for analysis.